Event description:
A malfunction alarm identified as malf 12 was reported by the customer, but there were no notable events preceding the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction recurs in the future.